Event description:
New information states that patient had a heart attack that a required a stent implant; the incident led to full congestive heart failure. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room after feeling symptoms of chest pain, it was unknown whether these symptoms were related to the device or not. Upon review, the device could not be interrogated. Telemetry tests were attempted but all unsuccessful. The patient noted that a vibratory alert was felt on (B)(6) 2016 but they had never gotten the device checked. The device was explanted and replaced. Upon explant, premature battery depletion was observed. The patient was in stable condition after the procedure.

Event description:
New information states that after explant procedure, on (B)(6) 2017 patient became ill with severe headaches and paralysis to the left side and was admitted to the ICU; then on (B)(6), the patient was found to have sepsis and was transferred to ccu.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.